Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that a vision stent (4.0x18) was deployed. The vision stent delivery system (sds) 4.0x12 was selected and after air bleeding outside the patient's body, it was advanced and inflated to 12 atm; however, the balloon seemed to be inflated insufficiently. The sds was inflated again, but it seemed that there was no stent implanted. The sds was removed from the patient's body and checked; the stent was not mounted on the balloon. The inside of the guiding catheter was checked, but there was no stent inside. Finally, the stent was found at the place where the air was bleeding was performed. No additional event or patient information is available.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results - product performance could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible. There was contrast visible in the inflation lumen and in the balloon. The stent had dislodged from the balloon and was returned within the packaging. There was no damage noted to the stent. The balloon had been inflated and was refolded and enclosed in the protective sheath along with the stylet in the guide wire lumen. There were crimp marks on the balloon between the markers. There was no damage noted to the catheter. The tip seal length met manufacturing criteria. A laser micrometer was used to measure the stent outer diameters. These were all oversized. The inner diameter of the protective sheath was within specifications. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that air bleeding was performed on the rx vision and then the device was advanced to the lesion, where it was then inflated. However, no stent was present at the implant site. The stent was later found outside the patient, where the air bleeding was performed. Results from qat analysis of the returned rx vision confirmed the stent dislodgement. Visual inspection of the returned rx vision noted no damage to the stent. Crimp marks were visible on the returned balloon, between the balloon marker bands. Dimensional inspection of the tip seal length and the balloon protective sheath inner diameter found both dimensions to be within specification. The crimped stent outer diameter was measured and found to be outside the manufacturing specification. However, since the crimped stent outer diameter is verified 100% at the time of manufacture, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. Other potential causes of dislodgement, as observed in past incident, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information suggests any of these causes is the most likely cause, but from the case information and returned device analysis, this does not appear to be a manufacturing related issue. A definitive root cause for the stent dislodgement in this case cannot be determined. It should be noted that the instructions for use (IFU) recommends inspecting the stent after sheath removal and prior to use in order to avoid use of the device without a properly mounted stent. This MDR is considered closed by the product performance group.